Event description:
Reporter stated the check button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles of plastic inside the housing of the check button. The particles temporarily isolate the area of contact inside the button housing.